Event description:
A caller reported that the internal battery charge had increased by 96% in a short period of time. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.